Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2020 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. It was reported that the hcp planned to revise the spinal segment of the catheter. It was noted that the hcp wanted to prime the catheter and deliver a therapeutic bolus, but separately. No patient symptoms were reported and no further complications were reported or anticipated.

Event description:
Additional information was received from a consumer on 2020-sep-01. It was reported that the patient was back in the hospital and was sick because they were not getting drug. The consumer reported again that there was a problem with the catheter but the patient's healthcare provider opted to "fix it" rather than replace it. According to the consumer, this was done on (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
Conconcomitant medical products: product ID 8780 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the catheter revision was requested by the physician as the patient was not receiving adequate pain relief per the physician. The cause of the issue was not determined. It was noted to the best of the rep¿s knowledge the situation had been resolved and they had not heard anything further from the physician. The serial number of the affected 8780 catheter was unknown. It was believed the hospital sent the catheter to pathology and was not returned to the manufacturer. The patient¿s weight at the time of the event was unknown. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# unknown implanted: unknown explanted: (B)(6) 2020, product type catheter product ID 8782 lot# serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type catheter product ID 8780 lot# serial# unknown implanted: explanted: 2020-09-08 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8782 serial/lot# (B)(6), ubd 2021-12-21, UDI# (B)(4), h10 ¿ the manufacturer¿s device registration system indicates the device system was replaced as planned. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 04-sep-2020 at which time it was reported that a dye study was performed yesterday and there was still an issue. A full pump and catheter replacement were anticipated on tuesday (B)(6) 2020.